Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead alert was triggered due to high pacing lead impedance, oversensing and noise in the right ventricular lead. It was further reported that an x-ray confirmed a lead fracture, which was reported to be clavicle crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead alert was triggered due to high pacing lead impedance, oversensing and noise in the right ventricular lead. It was further reported that an x-ray confirmed a lead fracture which was reported to be clavicle crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.